Event description:
Caller reported a malfunction on the pump, specifically the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the procedure, and confirmed that the malfunction did not recur after the reset. The customer was advised that they could continue to use the pump and to call back if the malfunction code recurs. The caller acknowledged and understood the instructions given.